Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a difficult intubation. After the patient was intubated, the patient quickly desaturated and air was noted to be escaping around tube. Re-intubation was required due to defective endotracheal tube cuff.